Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon was using this device it did not seal well. The surgeon could not continue to use the device during the procedure. There was no patient injury. The site reported that the device activated, but did not seal the tissue enough. End tones, indicating a completed seal cycle, were heard. There was no bleeding of 500cc or more. The surgeon realized the device was not sealing and used the bovie tip to seal the vessel. The case was not extended by more than 30 minutes and they did not have to cancel the operation.

Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2014. Date of follow-up report : 02/06/2015. One used lf1537 was received for evaluation and visual inspection found no defects. The customer reported that a sealing failure occurred. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.